Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please confirm if the clip itself cut the vessel? How was the damage to the vessel repaired? What was used to complete the procedure? Please quantify amount of bleeding that occurred (mls). Was a transfusion required? Did issue result in change of procedure or alteration in post-op patient care?

Event description:
It was reported that during an insertion of portacath procedure, surgeon squeezed on handle and jaws started to close, but he then had to apply more pressure to engage clip which jerked and caused damage to major vessel and hindered procedure with excess bleeding. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # = n90133. The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident the cycled was completed and the clip was properly formed. Upon testing, the device was cycled and it fed and formed the remaining 19 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.